Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a high ventricular rate episode that displayed under sensing due to the fine vf. That patient is stable and a device upgrade to an ICD was discussed.